Event description:
Customer's mother reported via phone call that the insulin pump alarmed motor error after a bolus delivery. Device was not exposed to a magnetic field. Customer does not use the sensor feature and is able to complete the rewind sequence. Blood glucose value was 17.5 mmol/l. Customer was advised to discontinue the use of the device and revert to a back a plan. Customer was advised the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was unable to prime during prime test due to faulty force sensor resistor. It passed the rewind, basic occlusion and displacement test. No motor error alarm noted. Insulin pump received with cracked case at display window corner, battery tube threads, reservoir tube lip, belt clip slot and minor scratched display window. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.